Manufacturer narrative:
--

Event description:
Additional information indicates that this product was explanted and replaced for normal battery depletion (nbd).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional becomes available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable left ventricular (lv) lead exhibited high out of range pacing impedance measurements, measuring greater than 2,000 ohms. No adverse patient effects have been reported.

Event description:
Subsequent information indicates that there was only one day with a high impedance measurement. At this time, no action will be taken. The physician plans to continue to observe the patient's system.